Manufacturer narrative:
The report received from the affiliate indicated that while preparing for an interventional procedure, when the physician opened the outer box of the enterprise vrd stent, the inner seal was found to be broken. It was reported that the top seal where the pouch is opened was partially opened. With investigation it was reported that the sterility of the product was stated to not be compromised. It was reported that the product was received in this condition. Additional information was requested. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the outer box upon inspection prior to opening. The product was not clinically used in the patient. The physician used another product to complete the procedure successfully. There was no reported patient injury. No target lesion or patient demographic information was provided. The device and packaging have not been received for analysis. Based on the limited information no conclusion can be made regarding the extent of the partially opened seal; however, it was reported that the sterility of the device was not compromised. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01410260 which corresponds to cordis lot number 13471507. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the device packaging, no conclusion can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that while preparing for an interventional procedure, when the physician opened the outer box of the enterprise vrd stent, the inner seal was found to be broken. It was reported that the product was received in this condition. The sterility of the product was stated to not be compromised. Additional information was requested. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the outer box upon inspection prior to opening. The product was not clinically used in the patient. The physician used another product to complete the procedure successfully. There was no reported patient injury. No target lesion or patient demographic information was provided.